Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient's dbs wasn't working several years ago. The patient reported a manufacturer representative (rep) checked the device and everything was working. No symptoms were reported. Additional information had been requested regarding the health care provider (hcp) involvement, clarification of the issue, cause, intervention, and outcome, but it was not provided. If additional information is received, a follow-up report will be submitted.